Event description:
It was reported that the stent was uneventfully placed across 90% stenosed right internal carotid artery (ica) lesion. However, post procedure it was noted that the patient was becoming more lethargic and had unequal and non-reactive pupil. Imaging demonstrated a large intracranial hemorrhage in the treated area causing brain midline shift from right to left. Due to poor prognosis, the family decided to proceed with comfort care measures only and two days post procedure, the patient expired. The physician stated that the event was not related to the implanted stent; however, it cannot be excluded that the reported intracranial hemorrhage was a reperfusion injury related to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, brain midline shift and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that the stent was uneventfully placed across 90% stenosed right internal carotid artery (ica) lesion. However, post procedure it was noted that the patient was becoming more lethargic and had unequal and non-reactive pupil. Imaging demonstrated a large intracranial hemorrhage in the treated area causing brain midline shift from right to left. Due to poor prognosis, the family decided to proceed with comfort care measures only and two days post procedure, the patient expired. The physician stated that the event was not related to the implanted stent; however, it cannot be excluded that the reported intracranial hemorrhage was a reperfusion injury related to the procedure.

Manufacturer narrative:
The device remained implanted.